Manufacturer narrative:
(B)(4). The customer reported getting a blank display during an operational check. There was no patient involvement. The unit was evaluated by philips. Replacing the display assembly resolved the issue.

Event description:
The customer reported getting a blank display during an operational check. There was no patient involvement.